Event description:
Device issue: needle-to-cuff miss. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of a heavily scarred right common femoral artery after an interventional procedure. Reportedly, when the needle plunger was removed, a needle was not captured by a cuff. The device was removed over a guide wire, and a second proglide device was attempted. During deployment of the second proglide, it was reoriented during needle plunger deployment, successfully deployed, and achieved hemostasis. There were no reported pt adverse effects. Though requested, no additional info was provided.

Manufacturer narrative:
(B)(4). (B)(4). The device was received. Investigation is not complete.